Event description:
The implanted valve did not function properly. The device was explanted.

Event description:
The customer reported a leak in the implanted valve, resulting in non-functioning device.